Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic biliary drainage (ebd) procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the stent was attempted to be released in the lower part of the common bile duct, however the guide catheter stretched and the tip of the push catheter was noted to be damaged. It was confirmed that no portion of the device was broken. The device was removed and the procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The delivery system and stent were returned for evaluation with the stent loaded on the delivery system via suture. Visual evaluation revealed no damage to the stent or suture. The push catheter was kinked and the suture hole of the push catheter was torn. The guide catheter was stretched and broken, indicating force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.